Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: h.6.

Event description:
Healthcare professional reported injecting a patient with 0.8 ml of juvéderm® voluma® with lidocaine, 0.4 ml bilaterally in ck3 and ck2 to address volume loss, before realizing a ¿spongy¿ texture of the zygoma when injector tried to find it and aspirate. Injector asked the patient prior to the procedure if they have had a history of surgery and they said no. The patient later admitted they had cheek implants 20 years ago and they were unsure of what these implants consisted of. Injector immediately stopped injecting, contacted the prescribing doctor to notify them and massaged the cheek area.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with 0.8 ml of juvéderm® voluma® with lidocaine, 0.4 ml bilaterally in ck3 and ck2 to address volume loss, before realizing a ¿spongy¿ texture of the zygoma when injector tried to find it and aspirate. Injector asked the patient prior to the procedure if they have had a history of surgery and they said no. The patient later admitted they had cheek implants 20 years ago and they were unsure of what these implants consisted of. Injector immediately stopped injecting, contacted the prescribing doctor to notify them and massaged the cheek area.